Event description:
Additional information was received indicating a suspected problem in the contact between the lead and header of the device.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported, low sensing and a loss of capture were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and no anomalies were noted. A micro-dislodgment was suspected. The rv lead was repositioned to resolve the event. The patient was stable.